Event description:
It was further reported that target lesion 1 was 12mm long. Follow-up angiography showed complete resolution of the stenosis with mild plaque shifting into the small first branch off the 1st diagonal. Per cardiac catheterization report dated on the day of the procedure, ic nitroglycerin was used during the procedure to treat chest pain and the development of hypertension and increased heart rate. 82 days after the procedure, the pt underwent an exercise stress test to evaluate symptoms of recurrent angina. Although the pt did not develop chest pain or significant ECG changes on the treadmill, he achieved only 74% of his predicted maximum heart rate. The pt was subsequently admitted for cardiac catheterization an impossible intervention. Selective left coronary angiography the next day revealed 99% proximal in-stent restenosis of the previously placed 1st diagnonal stent. There was also 90% plaque shift stenosis of a small branch off the 1st diagnonal from the previous intervention. The 1st diagnonal was treated with balloon angioplasty, reducing the stenosis to 0%. A similar attempt to treat the small branch off the 1st diagnonal was unsuccessful, a balloon would not cross the ostial stenosis from the previous plaque shift. The pt was discharged the next day on continued plavix therapy, daily dosage of asa was increased from 81 mg to 325mg.

Event description:
Clinical study: it was reported that 2 1/2 months after a coronary artery drug eluting stenting procedure, the patient experienced a target vessel reintervention. The lesion being treated in the index procedure was a 2.5mm, 99% stenosed 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. It was noted by the site that there was a side branch flow impairment listed as a complication. The patient was discharged the next day on plavix and aspirin. 2 1/2 months after the procedure, the patient experienced a reintervention. Balloon angioplasty was done on the target vessel to treat edge restenosis. In the opinion of the physician, the relationship of the reintervention to the taxus stent is probable.